Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Event description:
Rep reported that blood and csf leaked through the sensor housing from the pt brain. Device was explanted and replaced. The cable was also reported to have shorted out due to leakage.